Manufacturer narrative:
It was reported that the patient underwent a bilateral laparoscopic inguinal hernia repair procedure on (B)(6) 2015. The actual device was returned for evaluation with the cannula cap detached from the cannula tabs and missing. Visual examination revealed that the prongs of insertion fork were exposed outside from cannula tip and trigger was not fully closed position. The device was functionally examined and worked as intended. It is possible that the cannula cap detached due to excessive forces applied to the device during use. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a laparoscopic inguinal hernia repair procedure on (B)(6) 2015 and absorbable straps were used. During the procedure, when fired inside the patient, the plastic came off the end, making it ineffective and the surgeon had to retrieve the tip from inside the patient. Another like a device was used to complete the procedure with no adverse consequences for the patient. Additional information has been requested.